Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lot met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for the lens/cartridge/handpiece combination used. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. There are two medical device reports associated with this patient. This report is associated with the left eye. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a case where the patient is unhappy with her near vision and is having issues with reading since having bilateral intraocular lens (iol) implants. She does not wish to have her lenses explanted. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been requested and received.